Manufacturer narrative:
A field service engineer was conducted on-site follow-up with the customer. The fse observed that the stator to the 6 port injector was overtightened causing particle sheer from the rotor seal. A new rotorseal and stator in the injection valve and a new line six from the injector to the inlet of the in-line filter cartridge was installed. On 11-aug-2016 the fse returned to the lab and found a slight leak in the in-line filter housing. The filter housing wing on top of the in-line filter was tightened the most probable cause of the reported event was due to an obstruction in line 6. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported high pressure on their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016, the customer to address the reported event, which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.